Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, it was noted that the iol was cracked. The iol was left implanted. At a later date, the surgeon reported the patient was experiencing blurry vision, so the lens was exchanged for the same model and power iol. The surgeon reported the patient was satisfied with his vision following the exchange procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned and the reported complaint was observed. Solution is dried on the lens. Product history record review indicated the product met release criteria. Root cause: the root cause could not be determined by the evaluation. The reported optic damage was observed as well as haptic damage. Due to the presence of surgical solution , the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).